Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the procedure went according to plan, the surgeon went to remove the camera and 5mm adapter to insert the mesh and when she pulled the rubber adapter off, it completely disengaged from the device and fell on the floor. The mesh was inserted and a (B)(6) camera was grabbed to finish the procedure because they did not want to open a completely new device and insert. There was no patient injury.